Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was nervous yesterday evening after forcing themselves but they couldn't go. They took pain medication, relaxed this morning, and they were able to void without forcing themselves. They also had a hard time sleeping the night of the initial report. Four days later, patient called because they were concerned the lead might be starting to come out and are going to the ER to have this checked and is scheduled for full implant on (B)(6) 2017. On (B)(6) 2017, patient reported feeling pressure. No further changes were made. Two days later, patient went to the ER on (B)(6) 2017 because their lead was coming out. The ER doctor was able to set the lead back together, glued the lead to their back, and then placed tape. As a result, the patient is feeling irritation and itching as a result of the glue. No further patient complications have been reported as a result of this event.